Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) pocket had evidence of wound dehiscence. Surgical intervention was performed and pocket cultures confirmed infection. The patient is on antibiotics and the system remains implanted.